Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced four bent cannula events on (B)(6) 2026 and event occurred within three hours of insertion. Blood glucose level was (B)(6) at the time of the event.